Event description:
Information was received that reported a pt had an incident of hypoglycemia. During this reported incident 911 was called and paramedics were summoned. The paramedics managed the incident on site. It was reported that prior to the incident the pt drank some orange juice before going to bed to correct a low blood sugar. Then during the night the pt was observed to be in seizure and was unarousable. The pt's family member attempted to administer glycogen but did not mix it correctly and therefore the pt received mostly water. The paramedics arrived and were able to manage the incident on site and the pt was not transported. After the incident the pt reviewed the pump history log and a meal bolus appears to have been initiated at 2:04 am which no one remembers starting. The pt would like the pump evaluated.